Manufacturer narrative:
Summary of evaluation: the evaluation results would suggest that this event would not be device related but rather is associated with the pt's high weight.

Event description:
Rptr states, pt had a revision of pca modullar knee. Replaced tibial insert and metal backed patella. Revised due to wear.